Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 06/22/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. The buttons do not spring back or click normally when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
A family member reported that the keypad buttons have been difficult to press for the past month or two.